Event description:
Boston scientific crm received information that a longevity estimate was requested for this cardiac resynchronization therapy defibrillator (crt-d); however, there was no access to historical voltage data. This device is included in the shortened replacement window (srw) advisory. Technical services (ts) did not provide a longevity calculation and recommended monthly follow up visits until the srw status was confirmed with voltage information. At this time, it is uncertain whether this device is affected by the srw advisory. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.